Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection and shots. The customer alleges pump was under delivering insulin. Customer was not using auto mode feature active at the time of event. Customer¿s recent blood glucose was 260 mg/dl. The insulin pump and reservoir will not be returned for analysis.